Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia.

Event description:
It was reported that an adverse event occurred. Date of issue is an approximation. The patient stated they had a sensor failure and their glucose level was low at 39 mg/dl. 911 was called and emergency medical technicians (emts) arrived and the patient was treated with glucose and was feeling better at the time of the contact. No product or data was provided for investigation. Confirmation of the problem and probable cause could not be determined. No additional event or patient information is available.

Manufacturer narrative:
(B)(4).

Event description:
Subsequent to the initial MDR, a correction has been made.